Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred frequently during patient use in an arctic sun device. Per review of wo on 04aug2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 04aug2025, the device would be sent to imi. Issue was not resolved yet. The original device was used until the therapy was completed. No impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller compressor. During evaluation, it was confirmed that the device was not functioning to specifications as the alarm 113 was present. No repair done. No final testing done. Customer declined repair. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred frequently during patient use in an arctic sun device. Per review of wo on 04aug2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 04aug2025, the device would be sent to imi. Issue was not resolved yet. The original device was used until the therapy was completed. No impact to the patient.